Event description:
Consumer alleges his humidifier caught on fire. There was not a report of serious injury or property damage with this incident.

Event description:
Consumer alleges his humidifier caught on fire. There was not a report of serious injury or property damage with this incident.

Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.